Event description:
It was reported that the patient already explanted the ins on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an activa pc implantable neurostimulator experienced a battery explosion. The implant had "explo ded" from pectoral area. The event was associated with poor care and the patient living alone. The neurologist conducted an electrode impedance check, and all results were within normal limits. The stimulation was turned off, and the patient was admitted to the ho spital for management, including consultation with a neurosurgeon. Surgical intervention was performed, consisting of explantation of the battery and debridement at the battery pocket. The patient was admitted for antibiotic therapy and remained hospitalized until the condition resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.